Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, a dissection of the coronary sinus occurred. The patient was asymptomatic and did not require intervention. The lead was not implanted as it was the length did not meet the patient's anatomy.